Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they charge the implant for 90 minutes for the implanted neurostimulator (ins) to recharge to 30%. Patient said that usually when they turn it on it was at 50%. Patient mentioned that they charging was wrong. Patient was somehow vague in describing their issue. When asked for event date, patient said that they recharge their ins every night and it would take 1 hour to 90 minutes. Patient confirmed that they could get it to fully charge but would "broke down" 4-5 times and they have to remove the battery and put it back in to continue charging. Agent asked if they get any error messages patient said that their error saying to remove the battery and put it back in. Patient denied any visible damage on the recharger cord and pins. A request was sent to repair to replace the recharger. No symptoms were reported. Patient called back and confirmed they received the replacement recharger. Patient repeated information on this case. Patient said that last night they had a 100% implant battery and when they went to sleep it now shows 50% terminated. Patient stated that the "charger" says low battery and has been saying that for a week. Patient charges the implant overnight and they lay on it and do not use a belt. Patient made a comment that the belt was no good and they are 100 pounds and can't use the belt. Patient said that they are spending a lot of time charging it took then 90 minutes to recharge. Patient was initially informed by sales rep that they only need to charge the implant for 35 minutes. Patient said that they get reposition the recharger and battery low message while recharging. Agent reviewed that if the stimulation was on it is normal for the battery to deplete. Patient keep insisting that they do not get 50% when they woke up. They never go done to 30% and 50%. Patient confirmed that they do not change any settings on their therapy. Agent attempted to replicate the error they are getting agent walked the patient through in resetting the controller. Patient started recharging again and able to get recharging excellent controller battery 100% and implant battery at 50%. After a while patient keep getting poor recharge quality and no device found as patient was just holding the paddle on their back. Agent informed that the recharger should be on the right position to continue charging. Agent informed that if the paddle was moved it can interrupt on the recharging. During the call, patient was unable to replicate the battery low message. Patient was very insistent to replace the battery. Hence, opted to replace the controller to narrow down the issue. A request was sent to repair to replace the controller. Patient called back, confirmed receiving the replacement controller and when they went to charge the controller showed software problem 1-intellis, 2-3.6, 3-245, 4-ensinterfacesm.c.agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Patient mentioned the controller was in another language and the controller showed connect the recharger. Agent instructed patient to start a charge session; controller showed no device found then controller showed unfamiliar device found would you like to recharge it? And patient selected recharge. Controller showed 100% and implant 60% recharging excellent. Agent walked patient through changing the language and patient confirmed the controller language was in english now. Towards the end of the call, patient confirmed the implant was 80% recharging with excellent quality. Patient confirmed they can feel the stimulation, agent informed patient to charge the implant and to monitor. The troubleshooting steps taken on call resolved the issue. Additional information was received from the patient. It was reported that I'm very disappointed with scs. I'm on my third and second remote it takes at least 90 to 120 min to get charged. A replacement device was sent it does exactly the same thing as other. Two hours to charge as spc is ridiculous and I wish I never had an implant. I have the same chronic pain as when I didn't have the implant. It is so uncomfortable.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said that they have a "charger" that said 100% and it's been 2 days since they have not used it and still saying 100%. They also explained that it took them over 2 hours to get "this thing done". Patient had replacements in the past and they said that it was worst that what they had. Patient said that they need a replacements to all of their external devices because they said that there was definitely something wrong and they had problems with it since they got it. Patient said that the device should work for 9 years but they only have it for 3-4 years. They made a comment that the device was to antiquated and said that device should be more easy to use. Patient then said that they charged it overnight and agent had the patient unlock the controller and they are directly routed to therapy screen where they are in group a and stimulation was turn on. Patient confirmed that they are feeling the stimulation. Patient confirmed battery level at 100% for both controller and implant. Patient added that "the problem was it says 100% overnight when they go put "it" on at 9pm and at 11:30 pm they are still waiting for the "thing" to finish and it was terrible". Patient mentioned some message that they get in the past such as battery low. They mentioned that it can't be true that the battery is still at 100% when they have not put the thing on the back. Agent understood as the recharger. Agent understood that the implant battery level was being stuck at 100% even the stimulation was on. Patient insisted for a replacement of their external device. A request was sent to repair to replace the battery pack and recharger (patient was adamant to include this on the replacement). Agent also redirected patient to healthcare provider (hcp) to further assist with the concern. However, patient said that their surgeons do not handle this manufacturer's devices due to some complaints. Agent offered to email manufacturing representative (rep) to further address their concerns.